Event description:
The user facility reported a 56-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient implanted with an impella cp exhibited access site bleeding and limb ischemia. Heparin was withheld and the patient was transfused with two units of packed red blood cells to obtain hemostasis. The impella cp was removed and the patient was implanted with an impella 5.5 to address the loss of distal pulses and toes turning black.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and the access site bleeding ¿ major issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.